Manufacturer narrative:
H4: the lot was manufactured between october 25-26, 2023. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed which showed fluid inside the device bladder suggesting a possible no flow event occurred. The reported condition was verified. The cause of the condition could not be determined; however, the most probable cause is use related. The product label (IFU, instructions for use) instructs to use a force priming technique to resolve a no flow situation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor had minimal to no flow through the device. This occurred during patient infusion. The device had an expected therapy time of 46 hours; however, appeared to have only administered a very small amount if any. The patient's line flushed with no issues noted. The device was filled with fluorouracil hs (accord) 4500mg in sodium chloride 0.9% 230ml. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.